Event description:
It was reported that the patient experienced shortness of breath and felt fatigued since their implant. It was noted that the right ventricular (rv) lead exhibited high thresholds and possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.